Event description:
It was reported that the 9800 system had a temperature sensor error prior to a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The temperature sensor was replaced during the service call. The system was found to be working as intended and put back into service.